Manufacturer narrative:
The pump was received with a critical pump error alarm and pump error 35 alarm due to the force sensor flex cable incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error. Customer blood glucose at the time of incident was 358 mg/dl. Customer did not report moisture damage. Troubleshoot was performed. The insulin pump screen had critical pump error. Customer treated their high blood glucose reading with syringe. The customer has turned off the insulin pump. The insulin pump will be returned for analysis.